Event description:
Patient reports the needles that come with her shipment of tymlos don't attach to the pens very well and don't work as well as tymlos brand needles, so she feels as though she is not getting the full dose.